Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion, component code). Getinge field service engineer (fse) reported that the batteries were not charging. Upon arrival, fse found that the charging circuit would power on and off intermittently and inspected the power supply in the hospital cart and found fluid intrusion around the power supply. Fse replaced part numbers: (d012-00-1834) cable, he tank transducer, (d014-0258) power supply, (d670-00-1166) power supply monitor, and (d012-00-1688-21) ac power cord. After replacing those part numbers batteries still would not charge. As a result of the fluid intrusion, the power management board was shorted. Replaced part number (d670-00-1162) power management and the batteries began to charge and performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
N/a.

Event description:
It was reported that prior to use, the batteries of the cardiosave intra-aortic balloon pump (iabp) unit do not charge. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).